Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case and upper case are broken. Analysis also found the battery release, lead flex cover, and battery drawer are contaminated. Two side bail covers, ring cover, two case screws, and ring case screw are missing. (B)(4).

Event description:
It was reported the case is disrupted at the ventricular connector. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.